Event description:
Tip of instantaneous wave-free ratio (ifr) wire broke off in the vessel left anterior descending artery (lad). Patient had multi vessel disease . Patient was stable and transferred out from postoperative department (pod) to another hospital for coronary artery bypass grafting (CABG).